Event description:
FDA/medsun report received reporting list # 42415-01 female non-vented luer lock cover was incorrectly labeled. The report states "product packaged as female non-vented luer lock cover when they are male non-vented luer lock covers. Both the box and the individual package have the incorrect labeling..." There was no pt involvement. Multiple attempts by the MFR to follow-up with the facility/medsun reporter have to date been unsuccessful. Although requested, the suspect devices were not returned for confirmation.

Manufacturer narrative:
ICU medical manufactures two separate accessory devices, list #42415-01 configured with female luer lock and list #42411-01 configured with a male luer lock. (B)(4). There were no exception documents generated during the mfg build processes. A thorough investigation of the affected component inventory records, kitting records, assy work orders, line clearances, packaging operations, label accountability records showed no discrepancies and no rejection documents. The MFR inventory records show the 42415-01 sub assy (B)(4) quantities were correct and were the only component lot available in stock. Based on the investigations performed thus far, the reported issue has not been confirmed as of this date.